Event description:
The baby was lethargic and a computed tomography of the head was performed on 6/30/98 showing 1) cranial moulding and cephalohematoma and 2) moderate subarachnoid hemorrhage (sah). No seizures were noted throughout the baby's admission. A repeat computed tomography on 7/3/98 showed a decrease in the sah since the 6/30/98 study. The baby is also noted to have developed anemia and hyperbilirubenemia during his stay. He also sustained a brachial plexus injury to his left arm. The infant was discharged to home on 7/4/98.